Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported customer experienced high blood glucose and the insulin pump alleged under delivery as they were not getting the insulin pump from last 24 hours. Customer¿s blood glucose level was 32.3 mmol/l at the time of incident. Customer was assisted with troubleshooting. Customer was treated with bolusing with the insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer reported that they have not contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The device will not be returned for analysis.